Event description:
It was reported that during a lobectomy procedure, the device fired malformed staples. They used another like device to complete the case with no pt consequence.

Manufacturer narrative:
(B)(4): information in unavailable; device was not returned for evaluation. The device was not rec'd for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. Complaint information is trended on a regular basis to determine if further investigation is warranted.